Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product evaluation. Product review of the electric dermatome serial number (B)(6) by zimmer-taiwan on (B)(6)2020 revealed that the device would not run, and plug harness assembly was corroded causing poor contact. Product repair. Repair of the device was performed by zimmer-taiwan on (B)(6) 2020 which included replacement of the following: plug harness assembly additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that "plugged dermatome in, went for a split second then stopped. Would not work after that." Surgery time was increased by 1-15 minutes. No patient harm, graft was able to be used. No adverse event was reported as a result of this malfunction.